Event description:
Pt reported at night, the piston rod on her infusion device blocked while attempting to retract. Pt reported her blood glucose reading was 236 mg/dl. Pt's normal blood glucose reading is 140 mg/dl. Pt switched to her backup infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.